Manufacturer narrative:
(B)(4). Concomitant medical products - straight shell inserter # item 00780401520 lot 62244467. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03477. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw part of this straight cup inserter was fractured when the surgeon tried to implant the cup. The cup was damaged during this process. It had to be removed and the surgery was completed with another cup. All fractured pieces were retrieved from the wound site. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.